Event description:
It was reported that the device was displaying "service" in large letters on the main screen, indicating that the device was inoperable. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assembly; however, no service, nor error codes were observed through multiple functionality tests. Further root cause of the reported failure was not determined.